Event description:
Info received indicates the bed has a high ground resistance reading at the power cord plug.

Manufacturer narrative:
The technician found the ground connection on the ac power cord plug was worn and could no longer be tightened. He replaced the power cord plug to repair the bed.